Event description:
The customer reported that smoke emitted from the system. There were also image quality issues.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a bad power supply.